Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient stated that they had not checked the patient line before connecting to it and that there was now an air bubble in the patient line. During troubleshotting, it was reported that the patient line was kinked. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a kink in the patient line during prime is a known cause of air being in the setup during therapy. Should additional relevant information become available, a supplemental report will be submitted.